Event description:
It was reported that during an angiography treatment procedure, patient complications occurred. When the physician was removing the dilator "the connector was detached from the dilator". It was further reported that the patient experienced "coronary troubles and required reanimation and transfer to the intensive care unit". Patient status is listed as stable.

Event description:
It was reported that during an angiography treatment procedure, patient complications occurred. When the physician was removing the dilator "the connector was detached from the dilator". It was further reported that the patient experienced "coronary troubles and required "reanimation and transfer to the intensive care unit". Patient status is listed as stable.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed the dilator hub was disconnected from the tubing. The dilator tubing was damaged at one end, was kinked in several areas and contained a "bulge in the tubing." The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the patient was intended to be treated because of peripheral artery disease (pad). The patient had a vasovagale dysregulation. The physician felt the separation of the hub did not contribute to the patient complications because there was no leakage between the rest of the dilator, the vessel, and the guidewire.

Manufacturer narrative:
(B)(4).